Manufacturer narrative:
Vyaire medical file identification: (B)(4). Field service technician went onsite and calibrated the o2 sensor and the o2 blender. The technician performed all test on the device. The ventilator was working to manufacturing specification.

Event description:
The customer reported low fraction of inspired oxygen (fio2) on the avea ventilator. At this time, there is no information regarding patient involvement associated with the reported event.